Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had prime rewind anomaly. The customer¿s blood glucose level was unknown. The customer states insulin squirting out, motor errors and buttons hard to press. The customer states the pump keeps squirting insulin during prime process. The drive support cap appears normal. The insulin pump will be returned for analysis.